Manufacturer narrative:
Minerva endometrial ablation system is specifically indicated for pre-menopausal women only. Safety and efficacy of the minerva endometrial ablation has not be evaluated in post-menopausal patients. The device used in this case was not returned. A device history record could not be conducted for the handpiece in question. Handpieces are released after meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation.

Event description:
A minerva procedure was conducted in a postmenopausal patient. Three days later the patient presented with abdominal pain, shortness of breath and tachycardia. CT was performed and revealed the presence of air in the abdominal cavity. Laparoscopy was performed and identified pus and also determined that the uterus had evidence of thermal injury and fundal perforation. Small bowel also had evidence of damage. Small bowel resection and end to end anastomosis were performed. The patient fully recovered.